Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to its location. The patient underwent a revision where the ipg was relocated. The patient was reportedly doing well postoperatively.